Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown when migration occurred. D10 concomitant therapy date (B)(6) 2024. E1: initial reporter is j&j company representative. H4 device history: a manufacturing record evaluation was performed for the finished device product code: 04.027.055s. Lot number: 1047p60. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 22-jul-2022. Manufacturing site:jabil bettlach. Expiry date:01-jul-2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery with pfna implants for a femoral trochanteric fracture. The surgery was completed successfully with no surgical delay. Patient was stable. After the surgery, cut-through of the blade occurred. Implant was in patient approximately 3 months. Revision surgery occurred (B)(6) 2024. The revision was completed via an orif instead of an artificial bone head replacement at the surgeon¿s discretion. The surgeon commented as follows: this case was an unstable 4-part fractures, and the xs nail was selected. It is possible that the blade was inserted through the fracture line, causing the nail to make a sagittal swing motion postoperatively, which may have caused the bone head to rotate. This report is for one pfna-ii blade l100 tan. This is report 1 of 1 for (B)(4).